Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the pump was returned with the bg check reminder set to ¿off.¿ the bg check reminder was set to ¿on¿ and the pump was exercised for 24hr duration test, no eaw¿s occurred during testing. At conclusion of duration testing the bg check reminder feature was still set to on; with no changes observed. No hypersensitive keys observed on the keypad. Investigators were unable to duplicate the complaint. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.